Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient indicated that the dexcom app was showing 70 mg/dl but he did not have a bg meter to confirm the value. At around 8:00am, the patient passed out. The patient's sister called for emergency services. Paramedics transferred the patient ot the hospital where h e was treated with IV d10 (dextrose). The patient was also provided breakfast. They checked the patient's blood glucose but the patient did not know the value. The patient was discharged the same day at 2:00pm. At the time of the report, the patient was doing fine. Additionally, the patient stated that he has an omnipod pump and he is aware that it is not compatible with the dexcom g7. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.